Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, there was a problem connecting the needles. Another vessel closure device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported needle to cuff miss/suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The suture retrieval issue and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with proglide devices was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomies were 18fr (rcfa) and 16fr (lcfa). Reportedly, disconnections of the needle occurred with one each proglide device in the lcfa and the rcfa. Two additional proglide devices were used for successful suture placement in the lcfa and rcfa using the preclose technique. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures from the proglide devices in the rcfa and lcfa. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.